Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. This lead was noted due to dislodgement. The 1258t lead had dislodged, and repositioning was done. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).